Event description:
Knob assembly of the swivel adapter broke during 180-degree rotation procedure. No patient injury was reported.

Manufacturer narrative:
The lot number of the device in scope was not obtained during the investigation. Thus the age of the device is unknown. Per the available records, the oldest known ship history record for coupler ii to australia is 2012 making it older than the recommended design life of 10 years. Hence there is a remote probability that an older/aged-out model of coupler ii or knob assembly may have been used for the surgical procedure. The pictures of the device shared by the hospital indicate wear and tear and some scratches on it. Owner's manual of the device mention inspecting any components for wear and tear before and after usage and replacing damaged components. There was not enough information obtained during the investigation to point to a specific factor that could have caused the breakage of the knob assembly. Thus root cause of this incident has been deemed as inconclusive.

Event description:
Knob assembly of the swivel adapter broke during 180-degree rotation procedure. No patient injury was reported.